Event description:
During a review of information related to the clinical trial, we discovered that the patient experienced pericarditis post-procedure.

Manufacturer narrative:
Investigation is currently being conducted, a follow up report will be submitted upon completion.